Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code 1104 check vent: backup alarm failed. There was no patient involvement at the time the issue was discovered. The v60 ventilator was removed from service. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A central processing unit board will be replaced. The customer was provided the encryption codes for avaps, cflex and ramp modes. Manual instructions were reviewed with the customer for reprogramming the operating hours and serial number.